Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6

Event description:
Healthcare professional reported a xen®45 gts required needling during implantation in the left eye. Pow2-3, iop rose to 28 mmhg and 2 medications were provided. Pom1-2, patient underwent needling and ab-externo implantation of a second xen®45 gts; all medications were stopped. Pom3-5, 1 medication was provided for high iop. Patient had a final iop of 11 mmhg on 1 medication. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2303. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye with intraoperative needling. The iop ultimately rose to 28mmhg at post-op week 3 and patient was started on 2 glaucoma medications.. Needling occurred along with the ab-externo implantation of a second xen in post-op month 1-2. With this second xen in place, the glaucoma medications were stopped and iop was controlled for a time until post-op month 3-5 when another glaucoma medication was prescribed. Device remains implanted. This represents the first device. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.